Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. (The initial inflation was to 6 atms.) The lesion being treated was a calcified, 100% stenotic lesion in a tortuous mid rca. The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".